Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he wants to talk about infusion sets. Customer had issues with the tape sticking to the inside of the walls of the serter. Customer's blood glucose was 495 mg/dl. Customer stated that the cannula was bent and caused high blood glucose levels. Customer treated with 30 units using a syringe to bring his blood glucose down. Customer was advised that the serter will be replaced. Customer declined troubleshooting for the high blood glucose.